Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot number was not reported; UDI unavailable. This information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that a patient underwent a mechanical thrombectomy procedure for acute ischemic stroke with an embotrap ii revascularization device and suffered from an intraoperative vessel perforation. The vessel perforation caused bleeding and the patient ultimately expired. Additional information received indicated that the reporting physician is unclear whether the bleed was related to the embotrap ii device as several other devices were used during the procedure. According to the physician, it is difficult to know what happened. The intended procedure was mechanical thrombectomy of a middle cerebral artery (m1 segment) occlusion. The first pass was made with a sofia (microvention) intermediate/aspiration catheter. Combined use of contact aspiration and stent retriever technique was utilized for the two subsequent passes with a 4mm x 20mm solitaire (medtronic) stent retriever and sofia aspiration catheter. However, there was still no recanalization. The 5mm x 33mm embotrap ii (et007533/unknown lot number) was then used with aspiration for the subsequent pass but the hemorrhage was noted. No clot was removed. The patient was not enrolled in a clinical trial. The target occlusion was located at the left m1 segment of the mca. It was reported that the vessel perforation of the m1 segment occurred during use of the unspecified balloon guide catheter. Ballooning and coiling were performed in an attempt to treat the perforation. There were alleged no device malfunctions associated with the embotrap ii device. The device was discarded and therefore is not available for evaluation. The lot number is not known; therefore, a device history record review cannot be completed. Vessel perforation, hemorrhage, and death are well-known adverse events associated with the use of the embotrap ii revascularization device in mechanical thrombectomy and are listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting, including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery. There is no indication of any device defects or manufacturing issues related to the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that a patient underwent a mechanical thrombectomy procedure for acute ischemic stroke with an embotrap ii revascularization device and suffered from an intraoperative vessel perforation. The vessel perforation caused bleeding and the patient ultimately expired. Additional information received indicated that the reporting physician is unclear whether the bleed was related to the embotrap ii device as several other devices were used during the procedure. According to the physician, it is difficult to know what happened. The intended procedure was mechanical thrombectomy of a middle cerebral artery (m1 segment) occlusion. The first pass was made with a sofia (microvention) intermediate/aspiration catheter. Combined use of contact aspiration and stent retriever technique was utilized for the two subsequent passes with a 4mm x 20mm solitaire (medtronic) stent retriever and sofia aspiration catheter. However, there was still no recanalization. The 5mm x 33mm embotrap ii (et007533/unknown lot number) was then used with aspiration for the subsequent pass but the hemorrhage was noted. No clot was removed. The patient was not enrolled in a clinical trial. The target occlusion was located at the left m1 segment of the mca. It was reported that the vessel perforation of the m1 segment occurred during use of the unspecified balloon guide catheter. Ballooning and coiling were performed in an attempt to treat the perforation. There were alleged no device malfunctions associated with the embotrap ii device.